Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on the morning of (B)(6) 2016, in the middle of the night on (B)(6) 2016, and in the afternoon on (B)(6) 2016. The customer was rushed by the ambulance to the hospital. The insulin pump was overheating and burning insulin due to his job. A diabetic ketoacidosis and dehydration caused the first hospitalization. His blood count was 3000 higher than what it should be. The customer was released three to four days later after each hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The customer was feeling nauseous, had a unquenchable thirst, was vomiting, had pain, migraine, a cotton mouth, urination, and dizziness. Customer's blood glucose level was 546 mg/dl. The customer's blood glucose level was treated with insulin drip. His blood glucose level was unknown for the last two hospitalizations. The device was not returned.